Manufacturer narrative:
The full name of the initial reporter is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue when powered on unit. The fse removed and inspected compressor, vacuumed out excessive dust and debris from compressor housing, and performed functional testing and safety checks. The unit ran on trainer for 1 hour without further overtemp error indications. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) received maintenance test code# 4. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Event site telephone: (B)(6).